Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard console ((B)(4)) was used for hypothermia treatment on a patient under post-cardiac arrest resuscitation (pcas) without issue. Rewarming therapy was then started with target temperature set at 36 degree centigrade at 0.1 degree centigrade/hour; approximately three hours into rewarming therapy, the console displayed a temperature control malfunction ID:02 (tcmid:02)(ce danfoss error) error message. Following this, another thermogard console was used to continue and complete the patient's treatment. The length of delay switching to another console was not specified. According to the physician, there was no impact on the patient due to the observed issue. No further information was provided.

Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective microcontroller. Evaluation of the console revealed a tcmid02 (ce danfoss error) error message during initial power up. Upon replacement of the microcontroller, the console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).